Event description:
A customer obtained troponin (accu tni) results within the same clinical category of above the ami cut-off indicating imprecision for one patient sample. The customer obtained an erroneously high accutni result above the ami cut-off on a 2nd patient. Results within the normal reference range were obtained upon repeat analysis. The results were not reported out of the lab. Patient results are provided. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The specimens were collected into light green capped tubes. Three levels of accutni qc resulted within specifications during the time of the event. System checks performed on (B)(6) 2011 resulted within specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) which was due in (B)(6) 2011. The fse verified operation and all evaluation testing met specifications. A root cause for this event was not determined.